Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a275 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2026; explant date: on (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). It was reported the patient fell and their lead migrated. The lead was replaced with a new lead. The fall was the suspected cause of the lead migration. It is unknown what caused the patient's fall. Rep reports a new lead was implanted at the same location as the previous lead that migrated. Rep reports that they have not turned on therapy yet, as they typically don't until the post op appointment, but the patient is expected to get the same coverage/relief as the new lead was implanted at the same implant site as the previous lead. Rep reported they could follow up with the physician as needed to obtain required event information.